Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she is experiencing a temporary increased intraocular pressure (iop), feels that vision is worsening, and still having astigmatism. In a follow-up with the consumer, the consumer reported having glare and could not see at night to drive. She was treated with medication for the increased iop and it resolved. She reported that her vision was clear for about one week after surgery and then she noticed her vision worsening and still had glare issues. She sought a second opinion by cornea specialist, who told her she still had astigmatism and recommended lasik or lri. She does not want any more surgery, so she sought a third opinion and was told the lens had rotated. She is now wearing glasses and continues to be monitored by the third surgeon (current). At the consumer's request, the implanting surgeon was not contacted. In a follow-up with the current surgeon, his technician stated that it is unk if the iol actually rotated or if the iol orientation is off axis due to change in cornea from the implanting surgeon's technique or sia (surgically-induced astigmatism). Medical records indicated that, at five months postoperatively, the pt is also experiencing shadows and continues to have astigmatism.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/24/2010, 08/31/2010, and 09/10/2010 by phone, fax, and mail. Medical records and a completed questionnaire were received on 09/10/2010. (B)(4).